Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep. It was reported that the patient had revision and post op was able to get adequate bilateral coverage. Patient presented in clinic one day after revision with burning and pain to back. Physician assistant note a ¿streak¿ from midline incision to ipg, the route in which the leads were tunneled. Patient presented with no other symptoms. It was decided to keep the stim off while patient is healing and patient was instructed to follow up in 1 week. Rep called the patient to check in and the symptoms had not changed with the stimulation off. Physician is aware. Plan remains unchanged. No further complications were reported.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2019, product type: lead, product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2019, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via manufacturer representative, regarding patient's implantable neurostimulator (ins). Patient reported only feeling stimulation on the right side; needs bilateral. There were no environmental/external/patient factors that may have led or contributed to the issue. X-ray was done and one lead appears left of midline, the other right of midline. Leads did not appear migrated. Patient getting good relief in right leg and back, but left leg still feels ¿heavy¿. Surgery was planned for (B)(6) 2019 to revise leads. Patient's weight was asked but unknown. Hcp had no further complications. No further complications were reported/anticipated.